Manufacturer narrative:
Follow-up #1: date of submission 7/7/15. Device evaluation: the device has been returned and evaluated by product analysis on 06/18/2015 with the following findings: unable to duplicate the complaint, the pump information for the complaint date has been overwritten. The black box starts on 05/13/2015. Due to continuous use of the pump the black box data and histories for the event have been overwritten. The available daily insulin delivery totals correctly reflect the users programmed basal rates. A delivery accuracy test was performed. Pump passed and was found to be delivering within required range and delivering accurately. Unrelated to the complaint, the display screen has a pinkish contrast. And the battery compartment is cracked below the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the patients blood glucose (bg) was 31 mg/dl with no symptoms. Reporter gave '(B)(6)' to eat and 15 minutes later, bg was 162 mg/dl. Reporter to recheck bg again in 15 minutes. Although no specific evidence of pump malfunction, defect, or misuse was alleged or detected, this report is being made due to the possibility that the use of an insulin pump may have contributed in an unidentified manner to the hypoglycemia.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.